Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, periodontal disease and diseased mucous membrane at time of surgery, immediate implantation, mobility.